Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of signal (image) during a procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: this box has been shorting out since july. We have tried new hdmi cables but it appears that the ports in the back of the box are malfunctioning. Root cause: probable root cause could be attributed to a loose connection on another unit used along the ccu when the issue was observed.

Event description:
It was reported that there was loss of signal (image) during a procedure.